Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector stuck, service code 204, belt/monitor unusable) has been confirmed. Upon investigation the trunk cable connector was physically damaged and melted and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged, and the patient was receiving service code 204.